Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 353 mg/dl and was addressed with a manual insulin injection. Tandem technical support was unable to perform a system check as the customer had already initiated a cartridge change prior to contacting tandem technical support.